Event description:
During an abdominal laparoscopic cholecystectomy procedure the surgical sales representative indicated that the clip applier had difficulty closing clips. The clip applier was removed from the procedure and a new applier was used. The replacement worked appropriately.

Manufacturer narrative:
Upon investigation of complaints related to clip applier functionality, a non-safety related quality issue was identified. The decision was made to recall the clip applier product and a recall was executed on (B)(4) 2012. FDA was notified on (B)(4) 2012. (B)(4). During the recall closure and in discussions with FDA on (B)(4) 2012, it was determined that mdrs should be filed to ensure complete documentation. This MDR is being filed retrospectively.